Manufacturer narrative:
Expiration date: unknown, as the lot number of the device was not provided. UDI #: UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that vacuum was lot on one patient when treated with the catalys system. Capsulotomy was completed successfully; other programmed incisions were aborted. Surgery was completed successfully and intraocular lens (iol) implanted. No further information provided.